Event description:
Pt was smoking while using concentrator produced oxygen supplied via a nasal cannula. Pt received burns on his hand when the cannula tubing was ignited by a cigarette. The fire burned upstream to the oxygen concentrator via the interconnecting oxygen tubing. The burning tubing caught the concentrator and other items in the tubing path on fire. Pt apparently fell asleep in his chair while smoking and died of smoke inhalation. No malfunction of the concentrator occurred. It supplied oxygen to the burning tubing. User error and improper use of a nasal cannula caused the fire and death. Lack of a warning label on the cannula may have contributed to the event.

Manufacturer narrative:
Every fire investigation to date has resulted in the same scenario. A smoking pt started a fire at the nasal cannula and the fire burned back to the o2 source. Depending on how much tubing is between the cannula and the oxygen source determines how serious the fire becomes. If 150 feet of tubing were strung around a house, it is very conceivable the entire house could be destroyed. When an oxygen concentrator is the source of oxygen the severity of the fire may be reduced. When the fire burns back to the o2 source, a very severe problem could result if liquid or high pressure cylinders were the source. An oxygen concentrator stores a negligible amount of oxygen compared to liquid or cylinder sources. This problem could be alleviated if pt death or serious injury warnings were required on the cannula packaging. Equally important is the mandatory use of a fire break as suggested by dr. At the cannula to prevent the fire from spreading upstream to the oxygen source.